Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the vela ventilator alarmed vent inop, motor fault, circuit fault and transducer fault on the error log. As of this time, there was no information about patient involvement associated with the reported event.